Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hotel room. The caller stated that the final cause of death was unknown at this time. There was no trauma - he passed peacefully. He was not ill. He had diabetes since he was twelve years old. The customer had triple bypass surgery and was on medication. He had a heart attack twenty - five years ago. At this time the spouse did not know the customer's blood glucose at the time of passing. The caller stated that she is waiting for the results to come back. The caller stated that the insulin pump was on the customer at the time of death. The customer was not using sensors. The caller stated that she did not have the insulin pump at this time but would call back once she has it. No further information is available at this time.